Event description:
Additional information received reported the patient symptoms were not related to the device or therapy. The reporter stated there were no issues observed with the device or therapy. It was noted the cause of the symptoms were not attributed to the implant or implant procedure. It was further noted that no interventions were taken or planned. The reporter stated the patient¿s symptoms had resolved and they were able to receive effective therapy.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3550-39 lot# n398119, implanted: 2013 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient had a paddle implanted the last tuesday prior to this report, (B)(6). The patient was hospitalized until she believed thursday due to nausea/puking and no bowel or bladder control. On saturday prior to this report, the patient started to loose sensation in her right foot, foot drop. The patient was admitted to the hospital and believed to have been released on the monday prior to this report. Treatment was unknown but mediations were noted. The patient was on her way to the hospital again on the day of this report. The patient was wearing a diaper due to no control of bladder or bowel. There was a hematoma. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).